Event description:
Complainant alleged that medics responded to call for a patient (age unknown) in witnessed cardiac arrest. Upon arrival to the scene, the patient was receiving CPR from a bystander. The electrodes were attached to the patient, monitoring was initiated and the patient found to be in ventricular fibrillation. The patient received a discharge of energy at 150 joules and was converted to an asystole heart rhythm. The patient was administered two milligrams of adrenaline, monitoring of the paitent found to be asystolic. The patient was then administered one milligram of atropine, converting the patient's rhythm to ventricular fibrillation. The patient was treated with a second discharge of 150 joules, administered a second dose of adrenaline at one milligram, a second dosage of atropine at one milligram. Monitoring of the patient's heart rhythm delivered a rhythm of ventricular fibrillation. The patient was treated with fifty milliliters of sodium bicarbonate and received a third discharge of energy at 150 joules and was converted to an asystolic heart rhythm. The patient received a third dosage of adrenaline at one milligram as well as a third dosage of atropine at one milligram and was converted to a ventricular fibrillation heart rhythm. The patient was then loaded into the ambulance for transport. At this time, the electrodes reportedly failed to operate. The medic checked the connector of the electrodes at the device end and on the patient. Upon arrival to the hosptial, the paitent was then administered with a fourth discharge of energy at 150 joules. The patient's treatment was transferred to, and was continued by hospital staff. Complainant indicated that the patient subsequently expired.